Manufacturer narrative:
Updated device problem code.

Event description:
The field service engineer (fse) evaluated the device and confirmed problem. The device in total needs a high voltage capacitor q7.confirmed reported problem, device show error message. Q8: on site check, xl+ processor pca, therapy pca and capacitor malfunction. Q9: replace processor pca, therapy pca and capacitor. Q10: function test ok, device returned to full service, test and inspection data refer to paper record. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The part was replaced. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the device is malfunctioning and needs a highs voltage capacitor. There was no patient involvement.